Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon used the device to stop bleeding but device's clamp was not strong. It was stated that clamp fell off resulting to poor local hemostasis. Another device was used to complete the case.